Event description:
The patient monitor restarted while the clinical staff was working on a patient with cardiac arrest. The device was in use monitoring a patient at the time of the reported event. No further information regarding the patient, such as gender, age, height, and weight was made available. There was no adverse event caused to the patient or user by the device.

Manufacturer narrative:
H3 and h6: the reported problem was investigated via remote support. The customer stated that the patient monitor restarted while the clinical staff were working on a patient with cardiac arrest.. The remote support sent a field service engineer to investigate the problem onsite where the device was evaluated. . The reported failure could not be confirmed by field service engineer. They checked all the connections inside the patient monitor, cleaned the mainboard assembly with a dry spray lubricant and put the monitor into operating status. No information regarding a serious injury could be obtained after carrying out a good faith effort. The customer feedback form also stated that there was no patient or user harm. This issue can be considered resolved as no further communication was received from the customer regarding the issue. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The patient monitor restarted while the clinical staff was working on a patient with cardiac arrest.